Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited out-of-range pacing impedance. No further information is available at this time. This product remains in service. No adverse patient effects were reported.